Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1: ID also reported as (B)(6). H3, h6: part: 03.010.523; lot: l140170; manufacturing site: bettlach; release to warehouse date: november 30, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or part 03.010.523, lot l140170: manufacturing site: bettlach. Release to warehouse date: november 30, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: the driving cap was received showing the threaded distal tip broken off at the most proximal thread form. The broken off tip was returned embedded in the returned concomitant insertion handle. The driving cap is in a heavily used condition as there are numerous hammer/impaction marks on the cap. No other issues were identified with the returned components of the device. The insertion handle was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. Functional testing could not be completed for the loose complaint condition as the driving cap was broken and the tip was embedded in the insertion handle. Based on the reported complaint description, it is likely that the driving cap loosened as it was breaking. Dimensional inspection showed the relevant dimensions that could be measured were conforming; dimensional inspection of the threads could not be conducted as the remaining thread form on the driving cap does not provide an accurate measurement for any thread diameters and the tip fragment is embedded in the insertion handle. The relevant drawing, reflecting the manufactured and current revision, was reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed for the driving cap as the threaded distal tip was broken off at the most proximal thread form. The broken off tip was returned embedded in the returned concomitant insertion. While no definitive root cause could be determined, it is possible that the device encountered excessive forces and/or off-axis striking. It is likely that the driving cap loosened as it was breaking. Based on the investigation findings relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during the insertion of the unknown retrograde/antegrade femoral (rafn) nail when hitting with unknown hammer the driving cap loosen. When the surgeon removes the driving cap a part remains curled in the insertion handle. There was no back-up device to complete the surgery. There was no surgical delay reported. The procedure was successfully completed without complications. The patient was in good condition. Concomitant device reported: unknown rafn nail (part # unknown, lot # unknown, quantity 1); unknown hammer (part # unknown, lot # unknown, quantity 1), insertion handle (part # 03.010.486, lot # l320269, quantity # 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).